Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element plus,mr,ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The six most proximal stent strut rows were deformed and lifted from the stent profile, consistent with the stent meeting a resistance or an obstruction upon withdrawal from the patient. Crimp markings were evident on balloon wall exposed by lifted stent struts indicating correct crimping of stent to the balloon prior to the complaint incident. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks, consistent with device manipulation and the application of excessive force while attempting to cross a tortuous lesion. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The 90% stenosed, 32x2.9mm, concentric, de novo target lesion was located in the moderately tortuous circumflex (lcx) artery. Following pre-dilation, residual stenosis 85%. A 2.75x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.